Event description:
Registered nurse alleged that the patient was found with her head partially in the left head siderail. (Zone 1) her neck was between the mattress and the bed frame. The patient's knees were on the floor. Rn reported that the bed was in the low position, both head and siderails were up, both foot siderails were down, and the head section was elevated approximately 15 degrees. The coroner ruled that the patient had passed away from asphyxiation by strangulation. Hill-rom technician found that the siderails did not have siderail fillers kits and the bed had not been upgraded with an hbsw kit. He found that the bed functioned as designed.

Manufacturer narrative:
Findings: motor field performance.